Event description:
The customer reported that when attempting to initiate the cleaning process of the olympus endoscope reprocessor, the two-claw connector was missing. A similar connector was used to complete the cleaning and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the missing connector could not be determined. It is possible that the connector was damaged due to physical factors. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Before using the device, please inspect each connector. Do not use the equipment if any connector seems to be damaged or defective. If any irregularity is found, do not use the equipment, and contact olympus.¿ olympus will continue to monitor field performance for this device.